Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller indicated that they were a neurosurgeon, that they will remove neurostimulator due to implant location, in the middle of patient's back, that is causing discomfort and it wasn't giving patient therapeutic benefit. Caller at times said pump. Technical services(ts) wasn't sure if caller was talking about scs therapy or drug delivery, but it sounded like scs therapy. Ts tried to get patient name and event information but caller wouldn't disclose the information. Caller said they were not the implanter. Redirected caller to nas to page rep.